Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the replacement of the exhalation sensor was required to address and correct the reported condition. The device then passed all performance testing and was deemed ready to be returned to service. The exhalation flow sensor was return for analysis. An investigation was performed and the exhalation flow sensor being out of specification was not duplicated, no fault was found on the returned exhalation flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with diagnostic code (3105) exhalation flow outside range during an extended self-test (est). There was no patient involvement.